Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal fusion on (B)(6) 2016 and drain was implanted. At the ward, on (B)(6) 2016, the drain clogged completely. There was no adverse consequence to the patient reported. Additional information has been requested.

Manufacturer narrative:
Additional information: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The drain functioned properly during the functional test.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1528401 mfg date: 05/01/2015, exp date: 05/31/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.